Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed the battery cap was stuck and unable to be removed from the pump. The battery cap was observed to be damaged with stripped threads. The top slot was observed to be damaged as well.a test cap was used and was able to be removed and tightened.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue with a damaged battery cap. The customer alleged the battery cap was unable to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit, cartridge cap, cartridge compartment.